Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was not detected on bus. A field service engineer (fse) troubleshot the cause of the bus issue, then replaced the door and drawer controllers of main drawer 4. Further, tested the system using the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.